Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing it was found that the camera cable of the subject device might have breakage. On (B)(6) 2021, during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was noisy and disappeared due to the breakage of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the transmission failure of the image signal to the video processor due to the breakage of the camera cable by deterioration. If additional information becomes available, this report will be supplemented.